Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during the functional testing and based on the archive data review. The root cause for the ua07 error was due to a defective load cell module 2. The broken front enclosure and defective load cell were likely attributed to mishandling such as a drop. During visual inspection of the returned platform, it was observed that the head restraint wire was cut, and the interior of the front enclosure was observed chipped/broken. The physical damages were unrelated to the reported complaint and appeared to be the characteristic of harsh impact due to mishandling. The damaged top cover and front enclosure will be replaced to address the observed issues. Review of the archive data showed multiple user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error messages to have occurred on the customer's reported event date; thus, confirming the reported complaint. During functional testing, user advisory (ua) 07 error message displayed upon power up the device; thus, confirming the reported complaint. The defective load cell module 2 will be replaced to remedy the fault. During further testing, it was noted that the belt clip retainer was worn-out due to normal wear and tear, unrelated to the reported complaint. The autopulse platform is a reusable device and was manufactured in october 2007, and it is over 12 years old, well beyond its expected service life of 5 years. Unrelated to the reported complaint, it was also noted that the clutch plate was sticky. The probable root cause for this issue is most likely due to sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor, attributed to normal wear and tear. The sticky clutch plate should be deburred to address the issue. Awaiting customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for autopulse platform with serial number 21303. Ccr 978 was reported on 30 december 2008, and defective load cells were replaced to remedy the issue.

Event description:
During shift check, the autopulse platform (sn:(B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. The user pulled up the lifeband to re-adjust it and re-started the autopulse to clear the error message; however, the issue was not resolved. No patient involvement.